Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no indication to suggest a lot specific product quality issue. Based on the information provided, a definitive cause for the reported material rupture could not be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the left av fistula. The 8.0x40mm armada 35 balloon dilatation catheter (bdc) was advanced to the target lesion without issue. The balloon was inflated once and the balloon ruptured. It is unknown at what atmospheres the balloon rupture occurred. A non-abbott balloon was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.